Event description:
It was later reported that during reprocessing it was noted that the glue bands were peeling away from the device, not tape.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the customer¿s reported complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the reported issue was not confirmed. Therefore, the root cause could not be determined. This supplemental report includes additional information received from the customer. B5 updated accordingly. Also, an update has been made to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during reprocessing to have possible fluid invasion and wearing tape that could be left within the patient. The patient's health was not impacted.